Manufacturer narrative:
Updated fields: h2, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air and water cylinder tube have foreign objects. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced scope communication errors b30 and e216. The issue was identified during setup before the patient entered the room. There were no reports of patient involvement.